Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and customer was alleging the insulin pump for under delivery of the insulin pump. The customer's blood glucose level was 352 mg/dl at the time of the incident. The customer's current blood glucose level was 125 mg/dl. Other relevant blood glucose level of the customer was 327 mg/dl. The customer was treated by the insulin pump and manual injections. The customer was assisted with the troubleshooting for high blood glucose level. The customer was alleging the insulin pump because customer continues running high, after bolusing. The insulin pump will be returned for the analysis.